Event description:
The customer reported that the module with the sp02 sensor showed higher saturation than measurement with another stand-alone pulse oximeter and values provided by blood gas analysis.